Event description:
During treatment, the tubing separated from the bottom of drip chamber on the arterial bloodline. Ebl to patient was 200cc's. No further ill effects have been reported. The sample is not available for evaluation.